Manufacturer narrative:
The echelon is a 1.5 tesla horizontal bore magnet. Hitachi service had performed an inspection of the coil on (B)(4) 2012, and tested the device, including a surface temperature test. No operational problems were found. The highest temperature recorded on the coil was 77 degrees f, and the cable was 74 degrees f. Hitachi clinical science examined the patient images and found the image quality to be normal. Wholebody sar levels were under 2.0 w/kg. No indication of an equipment malfunction. Hitachi replaced the coil as a precautionary measure and performed an engineering evaluation including a worst case heat test of over 2 hours. The coil and cable passed the test with no problems. (B)(4). Hitachi cannot determine a direct root cause, but we cannot rule out that the patient came into direct contact with the coil cable. It is possible that rf energy was coupled to the cable and caused a temporary rise in temperature which contributed to the injury.

Event description:
On (B)(6) 2012, a patient received a knee exam on a hitachi echelon MRI system. The patient was scanned in street clothes. The patient was placed on the padded knee receive coil and had a call button available to notify the technologist of any problems. The coil cables were very close to the lower legs and feet of patient, and the patient may have moved his right leg onto the coil cable near his ankle/foot. The scan was completed without issues and the patient left the facility, but then returned to the building to report a feeling of irritation on the lower right ankle. The patient was examined by the radiologist who noted "red raised welt posterior skin above right ankle, tender, no blistering seen. Transversely positioned. Mildly painful. Instructed to treat appropriately and call if worsened." The doctor called patient on (B)(6) 2012 at 10:30 am and the patient stated the red area was not blistered. The doctor instructed him to put burn ointment on it and go to emergency room/physician if pain persists or infection starts. The site has not had contact with the patient since (B)(6).